Event description:
It was reported that the device exhibited error codes 1260 and 1261. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer's reported problem was confirmed by functional testing. The cause is unknown. The microprocessor board was replaced.